Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The screw backout and the screw breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: 1. Important basic precautions: (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture: fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with this product (artificial bone). The patient became aware of a pain in the patient's affected limb after discharge from the hospital which was gradually aggravated. The postoperative regular examination at about one and a half months after the ako revealed backouts of two screw pieces (screw loosening) and breakages of different two screw pieces. The surgeon therefore carried out reoperation.